Event description:
It was reported the lead was "nicked" during a replacement surgery when they unhooked the battery from the lead they realized the lead had been "nicked" and part of the insulation had been removed or broken. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical device: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Follow up information reported that after the old lead was "nicked" during the replacement procedure, a new lead was then placed. The old, damaged lead was then left in the patient and capped off. It was reported that the patient was receiving good therapy post operatively. If additional information is received, a follow up report will be sent.